Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that buttons on the insulin pump are not responding. It was also reported that when the down button is pressed, the numbers keep ramping. Customer's blood glucose level at the time is between 108mg/dl and 126mg/dl. Advised insulin pump would be replaced. No additional information was provided.